Manufacturer narrative:
Review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment for an aortic aneurysm. An elephant trunk technique was being used as well as implanting a gore® tag® conformable thoracic stent graft with active control system. It was reported that while deploying the gore® tag® conformable thoracic stent graft with active control system when the red lockwire handle was utilized the lockwire snapped and separated from the handle. The back up hatch was utilized. The device was implanted successfully and there was no consequences or injury to the patient. The patient tolerated the procedure. Reportedly there was resistance met while attempting to deploy the device. This was an off label case and the device was used outside of instructions for use. The device was advanced bareback over the guidewire through the ascending thoracic aorta while aiming to position the device in the descending thoracic aorta.